Event description:
(B)(4). After getting the device I started having even worse back pain and sciatic nerve issues also ended up losing hair on my head as well as migraines weight gain severe cramping non stop bleeding always tired and anger issues and also ended up having issues with my vision and it up with glasses that I never had before.